Manufacturer narrative:
See manufacturer¿s report # 3004209178-2013-15460 for related event information regarding the replacement implantable neurostimulator (ins) [serial #: (B)(4)] concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient never had therapeutic effect, the patient had no pain control, and the device "did not do any good." It was also reported that the "probes/electrodes" were not working right; the manufacturer representative could not get the probes to work with the implantable neurostimulator (ins) as soon as the ins was put in. The patient had his device replaced. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain and chronic low back pain.